Event description:
Customer reported system cycles through all button selections and tries to reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a loose screw between two ic chips on the control panel processor board in the generator. Ge representative removed the screw. System operates as intended.